Event description:
It was reported that during a laparoscopic inguinal hernia repair procedure, there was a small bleed when the device was used to clip a vessel. As the surgeon was firing the device jammed. The blood loss was minimal and there was no problems or impact to the patient. A new device was opened to complete the procedure.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was returned with the shaft bent at the knob area. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In order to confirm the clips were within manufacturing specifications, the clips were evaluated using a tool that is designed to determine proper formation. Finally, the device locked out as intended. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.